Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter adapter / connector / hub -cracked / broken. During use, the heparin cap broke off at the connection with the intravenous catheter. A claim needs to be filed, a complaint response letter is required, and a complaint acceptance letter is required. The defective product cannot be returned, but photos are available.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show that the sleeve stopper of the prn is separated from the bottom housing, the assembly position of the big end of the sleeve stopper and the shrinkage of the shrink band have no obvious abnormalities, and the batch code of the indwelling needle is 4198427. 2. DHR/bhr review lot#4198427 1-the products of this batch were assembled at intima ii auto line 4 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 4173773, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for the pull force test of the prn (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test result is within the product specifications. 4. The possible factors affecting the separation force between the sleeve stopper and the bottom housing: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of the prn, the flow rate and pressure during the use of the indwelling needle. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the photos show that the sleeve stopper of the prn is separated from the bottom housing. The root cause of this defect cannot be determined as no obvious prn assembly issue can be identified from the photos, no abnormality is found in the relevant test of the retained sample, and no defective sample is received for further test. This is the first complaint about the pull force of the prn in this batch, and the plant will continue to track and trend the issue.

Event description:
No additional information provided.